Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 6.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during second inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.